Event description:
A customer reported they observed moisture in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The customer reported the image is lost or becomes unfocused. No pt injury was reported.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action was reported to the district office on 14 apr 2009.

Manufacturer narrative:
This is a correction to the previous report that stated no cracks were observed during testing. Additional investigation on this transmitter identified cracks at the battery door latch and thermistor barrel. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action (B) (4). This is a final report.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #2 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to sharon kapsch, MDR chief policy branch at osb.